Event description:
Site has 2 meters and noticed they have been getting lower results than normal with their pts just this week. On (B)(6) 2010, pt came in to test on the meter about 12:45 pm and was already bleeding from the mouth from dental cleaning. Inratio2: 2.6, lab: >12. Pt result of 2.6 inr with the meter and immediately tested at the lab, got inr >12. Nurse confirmed pt was given vit k.

Manufacturer narrative:
Investigation pending.